Event description:
The accounts engineer stated the bed has no bed functions. There is no service required indicator light, the led's for the lockouts and battery service required are all working correctly.

Manufacturer narrative:
The engineer stated the bed just started to work properly. He said the problem never returned. He placed the bed back in service.